Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. Customer did not report any symptoms or treatment related to high blood glucose. The customer stated that the insulin pump did not alarm no delivery alarm. The customer also stated that they cannot get insulin to exit. Drive support cap was normal. The displacement test was pass. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.